Manufacturer narrative:
During the test run prior to the repair the heat up was reproducible. Inner part of push button has a groove worn into it from rubbing on chuck release and heating up quickly. This indicates an application error. In addition the bearings are rough and noisy. A worn handpiece that needs an overhaul. The IFU therefore contains already several warnings and notes how to prepare and use the product correctly. It clearly says that prior to each use it should be checked that the instrument is working properly and running within specification. Also the problem caused by cheek retraction while running instrument is discribed in detail. Issue would be avoidable if user would follow the IFU. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare and maintain the handpiece for each treatment and how to use it: 2.2 improper use because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. Check the technical condition before each use. Never press the push-button during operation of the device. Never use the instrument to keep the cheek, tongue or lip at a distance. Never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition a damaged product or not kavo original components could injure patients, users or third parties. Only operate devices or components if they show no signs of damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service personnel. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions damage (e.g., from dropping) irregular running noise excessive vibration overheating dental bur is not seated firmly in the handpiece to ensure optimum function and to prevent property damage, please comply with the following instructions: service the medical device regularly with care products and systems as described in the instructions for use. The device should be reprocessed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time. 6.1 checking for malfunctions overheating of the device. Burn injury or product damage due to over-heating. If the device overheats, stop working and have the service personnel repair the device.

Event description:
Head of the handpiece heated up quickly to the point that it caused a slight burn and white blistering on the right buccalmurosa near misure of lip. When patient returned for next procedure lession had fully healed. No information about any medication.